Manufacturer narrative:
Product ID 3708220 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 389233 lot# j0327034v, product type lead product ID 389233 lot# j0327034v, implanted: 2003 (B)(6), product type lead product ID 389233 lot# j0327034v, implanted: 2003 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had experienced shocking/jolting sensation. The patient continued having shocking/jolting sensation very frequently even when in a 'still' position after the change out of implantable neurostimulator (ins). It was stated that the patient continued to have the same response "if not worse." It was attempted to activate sensor but patient's response was unsatisfactory. An electrode impedance test was performed and the only combination that showed <(> <<)> 50 ohms were electrodes 3 <(>&<)> 4. Reprogramming was performed around those electrodes and patient continued to have a frequent uncomfortable jolting/shocking sensation. Patient status at time of this report was noted as alive with no injury/no adverse event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.